Event description:
Procedure type: laparo mammectomy. According to the reporter: when glandula mammaria was removed from breast muscle, the balloon was not inflated because it was torn. Used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B) (4). (B) (4).